Event description:
The pt entered for an examination in 2007. She was ordering her contact lenses online and had purchased 6 months prior. Her last examination was over 3 years ago. Her contact lenses were over 6 months old and each pair usually lasted 2-3 months. She had no eyecare in over 3 years and she now has deposits on the contact lenses. She had a decrease in vision and had early corneal neovascularization in each eye. Purchasing contact lenses past the one year date without verification is a direct violation of the fairness to contact lens act. Frequency for #1 and #2: 2 weeks. Route for #1 and #2: ophthalmic. Dates of use: 2004 - 2008. Diagnosis or reason for use: myopia.